Manufacturer narrative:
This report is filed on july 13, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2016 due to non-use of the device. There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is filed september 13, 2016.